Event description:
It was reported "cvc removed due to its leaking. Proximal line breakage/leakage." The user changed to a new set. No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. - lot# removed as the actual lot# is unknown. Section d.4. - expiration date removed as the actual lot# is unknown. Section d.4. - the full UDI number is not available as the actual lot# is unknown.

Event description:
It was reported "cvc removed due to its leaking. Proximal line breakage/leakage." The user changed to a new set. No patient harm or injury. The patient's current condition is reported as "fine".